Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during a procedure the front cutter was being used to cut a cable and the jaw broke off. No further information is available.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes gmbh. Report received indicates the exact cause for this event cannot be determined without further information. No product fault could be detected. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.